Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred to cable failure and abnormal image occurred. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "·about cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomenon can be prevented by reading the description. ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem was not confirmed. The device evaluation found the image interference was due to a faulty and deteriorated cable. It was also found that the charge-coupled device was severly corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had image problems. The issue was found at the end of a procedure. The procedure was completed using the same device. The patient was not under sedation. There were no reports of patient harm. There is no further information provided by the customer.